Manufacturer narrative:
Unique device identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 10 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient¿s percutaneous lead (driveline), that had been repaired a while ago, had a crack in the rubber piece that joined old and new drivelines together. No alarms or issues were reported. The rescue tape was put over the crack. A log file could not be submitted. On (B)(6) 2018, the manufacturer¿s technical services representative performed a distal end driveline replacement. Three inches of the driveline from the exit site were replaced. All tests passed. There were no issues observed after the patient was back on the grounded patient cable. No further information was provided.

Manufacturer narrative:
Evaluation conclusion: the evaluation of the returned portion of the percutaneous lead confirmed the reported damage to the gray tubing of the previous repair. Approximately 18¿ of the external portion/distal end of the percutaneous lead was returned. Electrical continuity testing did not reveal any discontinuities or shorts. The gray tubing and black shrink wrap of the previous distal end repair were removed and the underlying wires/crimps were unremarkable. The remainder of the repair kit, the shielding, and bionate were removed, and examination of the underlying wires did not reveal any breaches or areas of concern. The percutaneous lead was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on vad support and no further related events have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.